Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a obtryx implant was implanted into the patient on (B)(6) 2004 and a obtryx implant was implanted into the patient on (B)(6) 2004. The patient experienced complications, further surgery, and nonsurgical treatment. Device 2 of 2. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perin pain; anal pain; rect pain; pain inter; inab inter; diff bowel; rec incont; aggrav incont; damage; oth pain: pin from lower back now extends into upper back and whole pelvis. Surgical interventions: on (B)(6) 2004 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: **emergency post op hemorrhage after mesh surgery. Emergency surgery performed, I was critically ill and required a transfusion of 21 units of blood, spent easter in hdu .